Event description:
Customer reports the following: "complaint cause: defective keyboard. The defective keyboard was detected before usage on the patient. Therefore no patient was involved. Replacement of spare part [was performed]." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log could not be reviewed, log not available. The suspected device was not returned to france for investigation as repairs were carried out locally. During the repairs, the keyboard was replaced and the replaced front housing was sent to brézins for investigation. The investigator started by checking the keyboard with the agilia tester and found it was inoperative, with 3 buttons out of service. He then took the keyboard out of the box and found the matrix oxidized probably due to an infiltration. Therefore, the reported complaint was confirmed and the reason for the failure was due to an infiltration that detoriated the matrix and made the keyboard inoperative. Note : we strongly recommend that users follow the disinfection and cleaning processes that are clearly indicated in the ifus. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.